Event description:
The event occurred on an unspecified date involving a tego® connector where the reporter stated that they use tego¿s on the ends of their hemodialysis catheters and dialyze with them on. They stated that they have been changing the tegos 2-3 times per week recently and the thick clear plastic coating that is on the tip that they connect the hemodialysis line to is shifting either sideways or seems to be sinking down inside the tego itself and that it has caused them to be unable to aspirate or, at times instill blood into and out of the catheter. They stated that this causes significant pressure alarms resulting in the inability to perform hemodialysis through the tego. They must then either perform an additional sterile tego/cap change prior to initiating the hemodialysis treatment or stop the treatment if the patient is currently running and perform a sterile tego/cap change. Once the tego has been changed, the problem does resolve until the next treatment typically." The event occurred prior to placing a patient on hemodialysis and a couple of times during hemodialysis. There was no patient harm as a result of this event.

Manufacturer narrative:
Device has been received; evaluation is not yet complete.

Manufacturer narrative:
Received one used d1000 tego for inspection. The seal was torn along the top surface of the yellow body. The tego was accessed with a male luer. No occlusions were observed. The complaint of no flow could not be confirmed. The complaint of a torn seal can be confirmed. The probable cause of the torn seal is due to a variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. A corrective and preventative action (CAPA) plan has been implemented to address the identified issue. The outcome of the CAPA is currently under evaluation and is not yet finalized.